Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of vein procedure performed on (B)(6) 2023. During preparation, upon unpacking, it was found that "the coating had peeled off." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation results: some of seven bands attached in the ligator head were moved and overlapped and the ligator head teeth were bent/damaged. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable investigation results of bands unable to deploy. Imdrf device code a0203 captures the reportable investigation results of ligator housing teeth damaged. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned had no shrink wrap with seven bands attached, some of them were moved and overlapped. The handle slot did not show insertion marks of the trip wire. The suture thread and the suture hole of the ligator housing were in good condition. The ligator housing teeth were found bent/damaged. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The product analysis revealed that the ligator housing had bent teeth, some bands moved and overlapped, and the tripwire was not secured to the handle slot. Thus, it is possible that the wire had slipped inaccurately at the time to perform the deployment, the suture tension may not have been correct bending the teeth and moving the bands from their place as if twisting them. The returned ligator housing had no shrink wrap, and since there was no evidence that the shrink wrap was peeled off at the time of opening the package that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit.".